Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient's right atrial (ra) lead had oversensing. Additionally, noise was seen when the patient moved their arms. The sensitivity was re-programmed, but oversensing was still observed. The lead was re-programmed again and the lead remains in use. The patient will be monitored. No patient complications have been reported as a result of this event.